Event description:
Pt treated with surgery in 2003 for right hip femoral neck fracture with a cemented hemi-arthroplasty using a bipolar prosthesis. Pt was discharged on day 3 post-op. Five days later pt readmitted with a possible right hip dislocation. A closed reduction was attempted under general anesthesia. A shift with an apparent relocation of the hip was noted. X-ray showed a dissociation between the bipolar components. There was no evidence of a femoral shaft fracture. An open reduction was performed, the dissociated bipolar and other were removed and replaced with new ones. Pt was treated for a wound infection, discharged in 11/2003.